Event description:
The surgeon reports that the pt presented with lens opacification approx eleven months after cataract surgery with implantation of the akreos mi60 lens in the right eye. The iol was explanted approx seventeen months postoperatively and a (B)(4) intraocular lens was implanted and placed in the sulcus.